Manufacturer narrative:
The reported event of insulation damage and oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-24523. It was reported the right ventricular (rv) lead was oversensing noise causing pacing inhibition. The asymptomatic patient presented in clinic for a procedure. During the procedure, once the pocket was opened it was visually observed the rv and atrial leads had insulation damage. The leads were explanted and replaced without issue. The patient was stable